Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The customer reported no message appears when scanning the sensor. Attempted to replicate the user¿s complaint using similar configuration (samsung galaxy s20 fe 5g, android 13, 3.4.2.9593) and the reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 3 app that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with adc device in use with samsung galaxy a13, os 13 and 3.4.2.9593 app version and customer was unable to obtain readings. As a result, the customer felt disoriented and confused requiring a third-party treatment of glucagon (type/dose unspecified) there was no report of death or permanent impairment associated with this event.

Event description:
An "unspecified" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer felt disoriented and confused requiring a third-party treatment of glucagon (type/dose unspecified) there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.